Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that the device cord was broken. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated electric dermatome serial number (B)(4) as documented in the repair reports in livelink. Product review of the electric dermatome on (B)(6) 2018 revealed that the calibration was out of specifications at the zero setting only. The cord end was broken so the motor speed could not be measured. The control bar was in the correct position. The customer did not return a power supply for evaluation. Repair of the electric dermatome was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the power cord assembly, power switch, bearings, seal and retaining ring, motor, and o-ring. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during product review the device's cord was broken. The root cause of the broken cord could not be determined with the provided information since it is unknown how the cord became damaged. The issue was resolved with the replaced power cord assembly. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the device cord was broken. The event occurred during testing. There was no harm and no delay reported.